Manufacturer narrative:
On april 04, 2024, the mentor failure analysis lab has received a device for evaluation, however, mentor will make follow up attempts to clarify the returned device. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: cutaneous contour deformity. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 65-year-old caucasian female patient underwent a breast reconstruction with an unspecified gel breast prosthesis and experienced cutaneous contour deformity on the right side post-operatively. The patient had asymmetry, visible wrinkling, and very thins soft tissue coverage. As a result, the patient underwent explantation on (B)(6) 2024, and replaced with a 235cc mentor memorygel boost breast implant with serial number (B)(6).

Manufacturer narrative:
On april 10, 2024, mentor received additional information (pre-op history & physical) regarding the event. It was reported that the patient's breast was significantly smaller than the contralateral side. The patient had deformities resulting from the previous breast conservation surgery. The nipple was low and had an indented area on the lateral aspect with an overlying scar representing the site of the patient's previous biopsy. The patient had tenderness along the mid axillary line. On april 12, 2024, it was corrected that the breast prosthesis has not been returned for product investigation. Manufacturer¿s reference number: (B)(4). The previous report should have included that the patient had adjuvant radiotherapy on the right side which led to the issues previously reported. Along with the device removal, the patient also elected to revise her reconstruction with a latissimus dorsi musculocutaneous rotation flap.